Event description:
Dealer said the user called and alleges that the chair drives by itself, only outside. No injury alleged.

Event description:
Dealer said the user called and alleges that the chair drives by itself, only outside. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3-mcg, (B)(4) is approximately 5 months old. The user manual part number 1143151 rev I (may-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq3-mcg, serial number/date code (B)(4) is approximately 5 months old. The user manual part number 1143151 rev I (may-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) 12 -(B)(4) - results of inspection: visual: the joystick's housing had evidence of scratches. Functional: the joystick wsa connected to a known good controller, set of motors, and batteries, and then operated for one half hour. Conclusion: joy stick works fine, could not duplicate complaint.